Event description:
Screws would not thread completely. Threads were stripped from screws during placement, making it impossible to advance screws and secure im rod placement. One of the holes has an off-set piece which contributed to the difficulty. Im rod was placed and removed during same procedure. Pt had increased aresthesia and surgery time.